Event description:
A customer reported that the probe was not working. The guillotine did not close due to the probe being crooked. The product was exchanged and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).